Event description:
Nellcor puritan bennett received information that suggests that the device failed to alarm for low pressure when the ventilator circuit became disconnected from the patient. Several attempts have been made to obtain further information from the customer.

Manufacturer narrative:
Npb will notify FDA should further info be received from the customer.